Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redu3446 showed two similar product complaint(s) from this lot number.

Event description:
It was reported that the connection between the infusion tubing and scalp needle leaked water when conducting infusion for bed 10 patient in the afternoon. An inspection showed a small damage with the connector. The problem was resolved after the infusion sets were replaced. No other information was provided.

Event description:
It was reported that the connection between the infusion tubing and scalp needle leaked water when conducting infusion for bed 10 patient in the afternoon. An inspection showed a small damage with the connector. The problem was resolved after the infusion sets were replaced. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.